Event description:
It was reported that the insulin pump has unresponsive keypad and buttons. The numbers were ramping up on the display screen on their own. The batteries were replaced and the device alarmed battery out limit. The customer's blood glucose was 145 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.